Event description:
Additional information was received indicating the revision procedure was due to noise resulting in oversensing on the atrial lead.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a revision procedure, insulation damage was observed on the atrial lead. The lead remains implanted and will continue to be monitored. The patient was in stable condition.